Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone that the customer's insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was unsure about drive support cap was protruded, loose, sticking out or flush. Insulin pump has not been exposed to high magnetic field. Customer was unable to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.